Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter.   Product return status: 20 devices were received.   Event confirmation status: 13 reported events were confirmed; the cause traced to component failure. 7 reported events were not confirmed. Evaluation results: 16 devices were found to be affected by internal corrosion. 2 devices were found to be affected by shattered bearings. 1 device was found to be affected by compromised lubrication. 1 devices had no device problem found.   Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 2 0 events had no patient involvement; no patient impact.